Event description:
Reporting status: serious injury/required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2005, the patient underwent stenting of the 1st obtuse marginal and mid lad with two xience v stents. In 2009, the patient experienced angina and was hospitalized. The cardiac enzymes were elevated and the patient was diagnosed with an acute anterolateral st elevated myocardial infarction. The patient was treated with plavix, aspirin and nitrostat. A diagnostic angiogram reveled very late thrombosis of the xience v stent within the proximal lad. A thrombectomy was performed and two unknown bare metal stents were implanted. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina, mi, and thrombosis are known risks of coronary stenting and are listed in the instructions for use (IFU) as potential adverse events. These patient effects, in additional to enzyme elevation and hospitalization, are listed in the risk assessment matrix (ram), as no-fault post-procedure complications. It is possible that the reported angina, enzyme elevation, and mi are secondary effects of the thrombosis; however, a conclusive root cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.